Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently in the hospital. Customer's blood glucose was unknown. The customer also stated they were unable to exit to the main menu. Customer also reported they were stuck on the rewind screen. The details of the customer's hospitalization was not provided. The insulin pump will not be returned for analysis.